Event description:
Caller reported accidentally delivering too much insulin due to inaccurate personal profile settings, which resulted in blood glucose levels dropping below 54 mg/dl, specifically to 2.3 mmol/l. An ambulance was called, and carbohydrates were given to address the low blood glucose level. There was no injury reported. Technical support advised the caller to always follow prompts on the pump screen to prevent accidental insulin delivery and recommended monitoring blood glucose levels closely while consulting with a healthcare professional for further assistance.